Event description:
It was reported that t:slim x2 pump battery would not charge, customer saw power source alert, and pump battery depleted leading to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer¿s blood glucose level. Customer used original charging supplies and confirmed pump began charging after being left plugged into working outlet, and technical support advised that insulin on board and maximum hourly bolus were reset to zero and that continuous glucose monitoring sessions needed manual restart after shutdown, instructing customer to monitor pump and call back if issue persisted.